Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to surgeons patient presented with slight groin pain. He was not infected. After evaluation of the implants, surgeon determined the patient's foundation cup was loose. He did not indicate there the lack of bone ingrowth was due to a shortcoming of the acetabular component itself.

Manufacturer narrative:
Manufacturer narrative : the reason for this revision surgery was reported as loosening. The actual length of in-vivo for the item listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. This investigation is limited in scope as only partial information was provided to djo surgical for review. The revised item was not returned for examination and lot number was not provided. To adequately investigate this event, lot number are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported item showed no present trends or on-going issues that are needing a review. The root cause of this complaint was reported as loosening. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.